Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . Upon review of the event description and assigned malfunction insertion into scar tissue,improper site selection, or incorrect preparation of set, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion . Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient experienced chronically bent cannulas resulting in high blood glucose level and diabetic ketoacidosis (dka) event on (B)(6) 2021. The site of insertion was on the abdomen. The infusion set was in use for less than twelve hours. Due to the bent cannula, the patient developed dka symptoms, including emesis, along with pain and bleeding upon insertion. The patient's blood glucose was high and was treated with correction injections via multiple daily injections (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.